Event description:
It was reported on (B)(6) 2010, that the pt presented in a "compromised" state. Pressures were in the 50's and the pt was coding. The second intra-aortic balloon (iab) was prepped and upon insertion into the sheath became stuck. As a result, another iab was obtained. Additional info received by the sales rep on 03/02/2010, stated the pt was originally in the hospital that morning for a spinal fusion, then apparently approx 8-10 pm (some hours later that same day), began to "crash" with systolic pressures in the 50's. He was brought to the cath lab for intra-aortic balloon (iabp) support. Iab insertion attempt was through the right leg. The iab insertion attempt utilized the individual super arrow-flex (saf) sheath that was packaged with the iab-05840-lws kit. No excessive bleeding at the insertion site was noted. Note: there were 4 sheath exchanges through the original insertion site. Each of the different sheaths and iabs were inserted over the original guidewire with no difficulty placing the sheath. Reference MDR # 1219856-2010-00123 for the first event, MDR # 1219856-2010-00125 for the third event and MDR # 1219856-2010-00129 for the fourth event involving same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.